Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 57 mg/dl and approximately three hours out of range, which was corrected with oral glucose and accompanied by device low alerts; the user subsequently discontinued therapy and pursued device return despite coaching on meal announcements, correction behavior, and adjustable targets. Symptoms included hypoglycemia and lightheadedness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of user-reported blood glucose course, device alert function, and clinical support interactions. Investigation of this case revealed no device malfunction or alarm deficiency and no identifiable device component failure, with hypoglycemia etiology remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.